Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis was able to confirm that the guidewire was stuck in the lead. An x-ray taken showed the guidewire had prolapsed on itself and had become stuck in the lead tip lumen.

Event description:
Boston scientific received information that during an implant procedure, a guidewire got stuck in the left ventricular (lv) lead and could not be removed. The lv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.